Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 3.5 x 18 mm and 3.0 x 12 mm stents are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was not provided; therefore, a review of the device lot history record could not be performed. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that 3 xience stents were implanted on (B)(6) 2010; a 3.5 x 18 in the distal left main to the left circumflex artery (lcx), which did have a tight angle, a 2nd xience v stent (unspecified) was implanted overlapping, and a 3.0 x 12 xience v stent implanted in the distal right coronary artery. The patient experienced unstable angina on (B)(6) 2011. Re-percutaneous transluminal coronary angioplasty was performed on (B)(6) 2011, due to restenosis in the 3.5 x 18 and 3.0 x 12 xience stents. No thrombus was visible. An attempt was made to place a balance middleweight guide wire for treatment of the 3.5 x 18 xience, but the wire would not cross and was removed. During wiring of the lcx using a pilot 50 guide wire, the vessel abruptly closed. The patient developed st elevations and ventricular fibrillation. Cardio pulmonary resuscitation was initiated; however, cardiac arrest occurred and the patient died. During post-mortem analysis, microscopy computed tomography (CT) revealed that the 1st placed xience stent in the distal circumflex and the 3rd placed stent in the rca were fractured. There was no device issue with the 2nd placed overlapping xience stent. The official cause of death was abrupt closure of the lcx during wiring in the area of in-stent restenosis. Though requested, additional information was not provided.